Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4). Ts (technical support) suggested customer to send patient samples to be tested on an alternate method. Specimen was sent out and run on the integra(immunoturbometric methodology). On (B)(6) 2017 customer stated that the project request confirmed that the specimen ran in qc did correlate with what their results. Customer still questions the difference when correlating results with the integra (immunoturbometric methodology). States that the patient has not been in again for another ha1c test. They will flag the result and call back when the patient comes back in. The most probable cause of the reported event was undetermined although different methods are used by the alternative testing method which might generate a different result and interpretation.

Event description:
On (B)(6) 2017, the customer reported potential discrepant patient results with their hlc-723g8 analyzer. They stated the normal sa1c does not match clinical picture and it is typically higher. Informed that further study may be needed. Ts (technical support) suggested customer to send patient samples to be tested on an alternate method. Specimen was sent out and run on the integra(immunoturbometric methodology). On (B)(6) 2017 customer stated that this one particular specimen was reported to the physician. Customer reports that they calibrated with zs5002, they said that the tosoh ha1c was reported and physician questioned the result. On (B)(6) 2017 customer stated that the project request confirmed that the specimen ran in qc did correlate with what their results. Customer still questions the difference when correlating results with the integra (immunoturbometric methodology). States that the patient has not been in again for another ha1c test. They will flag the result and call back when the patient comes back in.